Event description:
It was reported that during a ptca procedure, the balloon would not deflate. Several unsuccessful attempts were made to obtain additional info on this procedure. No pt injuries or complications occurred.